Manufacturer narrative:
(B)(4). The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
Customer states: at a time of maintenance, the 980 ventilator battery couldn't be recharged. There was no patient involvement.